Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation; the defib malfunction was observed during review of the device's history log. The device was put through extensive troubleshooting which included bench handling, power cycling, synchronized cardioversion testing and defib cycling without duplicating the malfunction. The processor/bridge/pace board was replaced proactively. The device was recertified and returned to the customer. The distorted display problem was confirmed with the customer that the clinical data was readable when the device was powered on and the wavy screen with lines was only when the device was turned off. The wavy/blurry condition (only when off) on the display was from the anti-glare coating and does not indicate a device malfunction. This part of the customer's report does not typically meet our requirements for submission of a medwatch report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection testing, the device's display was readable but had wavy lines and the device displayed and unknown "defib failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device's display was distorted and no clinical information could be seen and the device displayed and unknown "defib failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.